Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increasing pain and fever. She was travelling in (B)(6) at the time and was admitted to a (B)(6) hospital where she was found to be septic and hemodynamically unstable, requiring vasopressors to control her blood pressure. Urinalysis showed 50-100 wbc's and she had skin abrasions on her hip and buttock area. She was stabilized and transferred back to (B)(6) to the care of her regular follow-up physician. The system was removed and the pt was in the process of recovering. Further info is being requested at this time.